Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. It was reported that the patient was having the pump replaced for normal end of service life, and the spinal part of the catheter was "disconnected." The entire catheter was replaced. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.